Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery. The physician advanced the 4.x.30mm apex balloon to the lesion and on the first inflation, inflated the balloon to 12atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed with a different device and the deployment and post dilation of an unspecified stent. Patient status is reported as "good."